Manufacturer narrative:
H11: internal complaint reference (B)(6). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff procedure, it was noticed that the twinfix ultra anchor broke after using the 3.8 gold cone to create the opening hole and then screwing in. After removal, it was found that part of the metal at the front section of the inserter had been broken and remained inside the patient's body. The procedure was resumed, after a non-significant delay, using an equivalent s+n back up product on the original drilled bone hole, leaving no void in the patient. Patient is fine and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in the original packaging with the batch number of the complaint on the label, the sutures were not returned. The anchor is fractured into multiple pieces, and the forks at the distal end of the insertion device have fracture away and were returned. The insertion device has no other visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states that photos of both the inserter and anchor were provided for review and confirm the reported. An intraoperative photo was also provided for review. It appears to show the anchor in the humeral head but cannot confirm based on the single image. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The device IFU does note, ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the inserter tip is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The twinfix anchors are implantable, so biocompatibility is not an issue if retained. The patient impact is determined to be the retained non implantable tip from the inserter device and possible implantable anchor fragments. Local irritation/discomfort, and/or migration should not be ruled out. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.